Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
It was reported that the sensors become non-functional within 1 minute when used with a physio-control device. In the rad-57, the sensors could obtain the value of however, the value of spco and spmet were higher than permissible range. No patient impact or consequences reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: 634-0816, corrected data: model number corrected from 2407 to 24090. Lot number corrected from 5k156 to a15m706. Device manufacture date corrected from 10/10/2015 to 11/04/0215.